Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to charge to 30 joules. Complainant indicated that there was no pt involvement in the reported malfunction.